Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 5 of 5. Reference manufacturer reports: 1627487-2011-02123, 1627487-2011-02124, 1627487-2011-02125 and 1627487-2011-02126. The pt received her scs system, including an ipg, two percutaneous leads and two anchors, on (B)(6) 2010. It was reported, the entire system was explanted and not replaced due to an infection. Cultures of the infected site revealed the pt had developed a (B)(6). The pt was admitted to the hospital and IV antibiotics were administered. Upon her release (three days later), the pt was treated with oral antibiotics. The explanted products were not returned to the manufacturer for analysis. Follow up on the pt found no further issues reported.